Event description:
It was reported to resmed that a patient using an unknown resmed mask fitted with quietair elbow and an airsense 10 device experienced oxygen desaturation to the 80s, shortness of breath for 24 hours and distended stomach from air swallowing allegedly due to the quietair vent on their mask staying shut. The patient stated that the vent on the mask elbow does not allow expired air to come out and fresh air to come in which causes pressure build-up. There was no report of medical treatment required.

Manufacturer narrative:
The mask has not been returned to resmed for an engineering investigation. Therefore, resmed is unable to confirm the alleged malfunction at this time. The airsense 10 user guide provides the following guidance on side effects: ¿ ¿the following side effects may arise during the course of therapy with the device: drying of the nose, mouth, or throat, nosebleed, bloating, ear or sinus discomfort, eye irritation, skin rashes.¿ resmed masks the user guide provide the following warnings: - ¿the mask must be fitted with the supplied elbow (containing the valve and vent assembly) to ensure safe and functional usage unless otherwise specified. Do not use the mask if the valve or vent assembly is damaged or missing. The elbow, valve and vent assembly have specific safety functions. The mask should not be worn if the valve is damaged as it will not be able to perform its safety function. The elbow should be replaced if the valve is damaged, distorted or torn. The vent holes and valve should be kept clear. Discontinue using this mask if you have any adverse reaction to the use of the mask and consult your physician or sleep therapist. As with all masks, some rebreathing may occur at low CPAP pressures.¿ resmed reference #: (B)(4).